Event description:
Customer¿s son reported that his mother's adc blood glucose meter provided high readings. On (B)(6) 2020, a reading of 147 mg/dl was obtained on the adc meter and customer subsequently experienced "shaking". Paramedics was called and upon their arrival, a reading 19 mg/dl was obtained on the hcp meter and the customer was transported to hospital. Customer was hospitalized due to hypoglycemia for 5 days and was treated with "sugar water, potassium chloride via IV" and insulin to control her glucose levels. Caller additionally reported that the customer complained of body pain and anxiety and was given tylenol and unspecified anti-anxiety pills. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with the retained test strips. Performed visual inspection on the returned meter and no issues were observed. The meter powered on with button depression and with strip insertion. Control solution testing has been performed and no issues were observed. All results were within range specification and no errors were observed during testing. The reported test strips have not been returned, extended investigation has also been performed. The dhrs (device history review) for the fs freedom lite meter and freestyle strips were reviewed. The dhrs showed the fs freedom lite meter and freestyle strips passed all tests prior to release. Retain testing was performed and all units performed within specification. If the the reported test strips are returned, the case will be re-opened, and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s son reported that his mother's adc blood glucose meter provided high readings. On (B)(6) 2020, a reading of 147 mg/dl was obtained on the adc meter and customer subsequently experienced "shaking". Paramedics was called and upon their arrival, a reading 19 mg/dl was obtained on the hcp meter and the customer was transported to hospital. Customer was hospitalized due to hypoglycemia for 5 days and was treated with "sugar water, potassium chloride via IV" and insulin to control her glucose levels. Caller additionally reported that the customer complained of body pain and anxiety and was given tylenol and unspecified anti-anxiety pills. There was no report of death or permanent impairment associated with this event.